Event description:
It was reported that a leak was observed from the main body of the minicap transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of leak. A visual inspection was performed with no issues noted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.